Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer's family reported that the implantable neurostimulator recharger (isnr) displayed code 375. The code indicated antenna failure. The patient experienced shaking. The patient always shook but it got worse over the weekend, on saturday. The indications for use for this patient were essential tremor and movement disorders

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.